Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported intima-ii leaked. The following information was provided by the initial reporter; the patient went to the outpatient emergency department due to acute upper respiratory infection. The doctor ordered infusion treatment. He went to the emergency department for infusion treatment at 11:25. Due to the fever, he needed rehydration treatment. An indwelling needle was used on the patient. The puncture was successful. There was blood return and skin bulge. He was immediately treated. After removing the needle, it was found that the tube of the indwelling needle was damaged and leaking. The indwelling needle was replaced and punctured again. The patient felt pain and the back of his hand was swollen, and the patient complained.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.